Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion located in the right external iliac artery with mild calcification. An 8.0/100mm/135cm absolute pro vascular self expanding stent system (sess) was advanced to the lesion without issue and the stent successfully deployed. During removal of the sess, it was noted that the system was stuck on the guide wire, so the sess and guide wire were removed as a single unit without further issues. The stent remained well implanted in the intended target. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a coagulation of the noted blood inside the sheath and inside the inner member resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.